Event description:
Prismax machine priming set with auto-effluent. First use of set/machine (patient new to crrt with this set). Leaking noted at auto-effluent connection from smaller bag (hanging behind machine) where bag ends and connects to tubing. New auto-effluent acquired and same machine used without problem repeating. Product info: a6003 auto-effluent accessory ref:115370 lot:24d1101.